Manufacturer narrative:
Device identifier #: (B)(4). The device was returned for evaluation and it was received with the lock having rotational and lateral movement and a residue buildup was present. Unit needed new components added to replace worn internal parts. General maintenance and cleaning required. Upon disassembly repair noted the index knob and the lock would need new components added to replace worn internal parts. Unit needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. The unit was manufactured in 2010 and is beyond integra's 7 years recommended life cycle. The reported complaint was confirmed from the evaluation of item. The returned unit did not meet all specific functional test. The complaint was likely caused by wear and tear over time. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00220 3004608878-2019-00221.

Event description:
This is 3 of 3 reports. A customer reported that the a1059 mayfield modified skull clamp had a stabilization problem. The date of the event was not specified. According to the customer, they did a preventive maintenance check and there was no patient involvement. Additional information has been requested.